Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a blank display and the same problem with the battery cap on the insulin pump. Customer will be sent a replacement pump. Customer stated that the alarm occurred during normal use. Customer was asked verbally and in written form to return the pump for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, self-test, off no power test, rewind and basic occlusion test. The insulin pump was unable to prime during prime test due to moisture damage on the force sensor resistor. We were unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The insulin pump was monitored for 24 hours, no blank display noted. All operating currents are within specification. No unexpected low battery or off no power alarms noted. No isolation tape damage noted on lcd board. The insulin pump was received with partially broken reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked reservoir tube window, cracked case at reservoir tube window corner and missing end cap sticker.